Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse performed the battery run test which passed and exceeding the 30 min of run time with compressor running. The internal battery harness, fuse holder, power cord and power supply voltage evaluated. At this time, the reported event was not duplicated and no specific component has been isolated for a root cause investigation. The device charged up properly to specifications. The fse noted that the customer plugged in multiple devices into the same outlet, which may have resulted in the decreased charge to the ventilator.

Event description:
The customer reported this avea ventilator not holding an internal battery charge and cycling off. No reported patient involvement associated with this event.